Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after the implant, the patient experienced abdominal pain, hernia recurrence, inflammation, fibrous serosal adhesions, hemorrhagic necrosis, bulge, groin pain, swelling, serosanguineous fluid collection, perforated/necrotic small bowel, (&) medial failure of mesh. Post-operative patient treatment included revision surgery, CT scan, diagnostic lap, exploratory lap, reduction of hernia, small bowel resection, (&) primary closure of internal ring.

Manufacturer narrative:
Additional info: a2, a3a, a5b, b5, b6, b7, d8, e1 (street 1, city, region, postal code), g1, (&) h6 (patient codes, device codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after the implant, the patient experienced abdominal pain. Post-operative patient treatment included revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after the implant, the patient experienced ischemic changes to bowel, intestines had full thickness tear, mesh incorporated into defect with a medial of previous hernia repair, abdominal pain, hernia recurrence, inflammation, fibrous serosal adhesions, hemorrhagic necrosis, bulge, groin pain, swelling, serosanguineous fluid collection, perforated/necroticsmall bowel, medial failure of mesh. Post-operative patient treatment included revision surgery, debridement of necrotic tissue, CT scan, diagnostic lap, exploratory lap, reduction of hernia, small bowel resection, primary closure of internal ring.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient code, device code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.